Manufacturer narrative:
The affected device was examined onsite by the dräger service. The log file was made available for further investigation. The investigation could identify an internal leakage of the device. In the event of a leakage, the ventilator compensates for the loss of delivered gas by increasing the rotational speed of the turbine. The excessive force of the turbine might lead to increased noise during operation. Also, unusual or irregular curve patterns can occur in cases of significant leakage. However, the reported asynchronous curves can also be due to a partial or intermittent obstruction within the airway path or an issue with the expiratory valve. Based on the available information, the root cause for the reported event could not be determined. The device is 22 years old, and the state of preventive service measures is unknown to dräger. It is recommended to perform a complete maintenance procedure in accordance with the service documentation and test the device as per manufacturer's specification. During ventilation, the related parameters like volume, flow, pressure etc. Are monitored. In case of a detected deviation, the device will generate audible and visual alarms according to the alarm settings. All alarms, potential root causes and dedicated remedies are listed in the instruction for use. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the patient was presenting with tachycardia, tachypnea and desaturation. A blood gas analysis was performed, and an acidosis was detected. The settings of the ventilator were adjusted, but the patient's condition persisted. Reportedly, even with increased pressure support, volume did not exceed 200 l/min. The tube was changed, but the respiratory acidosis persisted. It was reported that the device made an abnormal noise and showed asynchronous curves (low volume with high pressure). The device was eventually replaced. It was reported that the patient's vital signs stabilized. The device has no UDI as an UDI was not required at the time the device was manufactured.